Manufacturer narrative:
The sodium electrode lot number was aae93. The potassium electrode lot number was aeh95. The chloride electrode lot number was u8414. The field service engineer found the ise flow path was broken. He checked and cleaned the ise flowpath, reseated the sipper spring, primed the reagents, performed air purges, and ran ise checks. He ran precision testing that was acceptable. The investigation determined the service actions resolved the issue. Qc recovery was within the customer's established ranges, therefore, there was no indication of a performance issue with the reagent.

Event description:
There was an allegation of questionable ise results from the cobas 6000 c 501 analyzer. The initial sodium result was 116 mmol/l, the initial potassium result was 3.41 mmol/l, and the initial chloride result was 83.4 mmol/l. The initial results were reported outside of the laboratory and the patient was redrawn in the ER. The results for the new sample were sodium 140 mmol/l, potassium 4.1 mmol/l, and chloride 105 mmol/l. The original sample was repeated on the same and another c501 analyzer. The sodium results were 140 mmol/l and 139 mmol/l, the repeat potassium results were 4.07 mmol/l and 4.12 mmol/l, and the repeat chloride results were 104.6 mmol/l and 104.0 mmol/l.